Event description:
Event description guidant received information that the patient with this atrial lead was admitted to the hospital for near syncope and atiral loss of capture. The lead which had been implanted for one week was found to have dislodged. In addition, when the lead was explanted blood was noted in the insulation. The lead was explanted and replaced.